Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving morphine [30 mg/ml] at a dose of 6 ¿mg/ml¿ via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was experiencing withdrawal symptoms and no pain relief. It was indicated that the information on when the patient started to experience the withdrawal symptoms was not made available. On (B)(6) 2017 a dye study was performed and revealed a catheter leak at the pump connector. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were unknown. Surgical intervention occurred as the catheter was revised at the pump connector. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.